Event description:
It was reported to medtronic neurosurgery that a patient underwent a vp shunt procedure for hydrocephalus that was caused by a subarachnoid hemorrhage at the age of (B)(6). According to the report, 20 years later, the shunt system was replaced because of a shunt malfunction. In the second revision, a peritoneal catheter was inserted into the peritoneal cavity via a small laparotomy. Reportedly, the patient presented with a mild disturbance of consciousness and loss of appetite since (B)(6) 2013. It was reported that the patient underwent a CT scan which revealed the malfunction of the vp shunt as an obstruction of the peritoneal catheter. On (B)(6) 2013, laparoscopy was performed on the peritoneal end of the catheter which showed the catheter was obstructed by a fibrous glossy white capsule. Reportedly, the capsule was excised without exchange of a new peritoneal catheter. It was reported that after this procedure, the vp shunt was functioning normally. It was also reported that the capsule was pathologically diagnosed as hyalinization of membranous tissue surrounded by fibrous tissue. According to the report, no further obstruction of the peritoneal catheter had occurred over upon follow up a year and a half later.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was later reported that it is unknown if the initial shunt system that was replaced was a medtronic product. It was also reported that the peritoneal reaction to cerebrospinal fluid may have caused the obstruction of the peritoneal catheter. Article title: fibrous capsule formation of the peritoneal catheter tip in ventriculoperitoneal shunt: two case reports author: tomoaki kano published date: 10/30/14 journal: sni: unique case observations 2014, vol 5: suppl 12- a supplement to surgical neurology international. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.